Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. A revision was performed and the ra lead along with the pacemaker and bundle of his lead were explanted. No additional adverse patient effects were reported. This ra lead will not be returned for analysis.